Manufacturer narrative:
(B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in the united states it was reported that the patient faced an event where she mistakenly inserts her infusion sets that causes for her not to be able to use it anymore as she inserted the infusion set with a needle cover that causes for the infusion set not to insert in her skin. Pt reported she was not aware that she can get a replacement until her trainer told her about the same. No further information available.